Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damaged antenna coil wires. In addition, the top and bottom covers were damaged and the electrode was sliced prior to receipt which was believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged antenna coil wires. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The residual gas analysis test revealed nitrogen above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
External equipment was reportedly exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.